Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during bolus delivery, cartridge was "jumping", there were no reported alarms. Customer reported insulin was delivered and pump functioned properly. Customer's blood glucose was 145 mg/dl.